Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy.according to the reporter: when loading the sulu something &quot;didn&#39;t seem right&quot; to the scrub tech, then when surgeon was toggling inside of the patient the needle broke in half. A portion of the needle remains in the endo stitch, and the other was recovered and removed from patient. There was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. The needle fragment was removed from patient. Another endo stitch handle was opened, and the case continued.

Manufacturer narrative:
(B)(4).